Event description:
It was reported that during patient use, a ventilator screen went blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The cse then upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.